Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in the mouth, primary stability was not obtained in type iii bone. Clinician noted the implant's mobility. The site was grafted. Another implant was not placed in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in the mouth, primary stability was not obtained in type iii bone. Clinician noted the implant's mobility. The site was grafted. Another implant was not placed in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in the mouth, primary stability was not obtained in type iii bone. Clinician noted the implant's mobility. The site was grafted. Another implant was not placed in the same site.the product will be forwarded to the manufacturer for investigation. There were no reported patient complications.